Event description:
The customer reported failing the shift check with an error 08000. Error code 08000 is associated with the on-screen direction defib failure cycle power.

Manufacturer narrative:
The customer reported failing the shift check with an error 08000. Error code 08000 is associated with the on-screen direction defib failure cycle power. The customer was sent a replacement device. The device was received by philips and then scrapped; the cause was not determined. We are considering this a malfunction. The device identified in the complaint was scrapped before a full evaluation could be done and is no longer available for further investigation. In lieu of having the device, philips has technically assessed the complaint and identified the complaint as similar to other complaints previously investigated. The issue of philips' scrapping devices prior to evaluation was identified in march 2008 and corrective actions have been taken.